Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application froze with an hourglass icon when attempting to save reports. It was also noted that the application froze on the patient information page and it was necessary to reboot and force close the application to continue. It was further noted that the application failed to save reports after implantable device checks and interrogations were performed on a patient. Troubleshooting steps included uninstalling and reinstalling the application, reconnecting to wireless fidelity, and setting up the application again while advising that wireless fidelity should be strong before performing interrogations. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis found the customer comment that the mobile programmer application froze with an hourglass icon when attempting to save reports was confirmed. Analysis found the customer comment that the application froze on the patient information page and that the application failed to save reports after implantable device checks and interrogations were performed on a patient could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.